Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had unknown high blood glucose levels for two mornings in a row. The customer's blood glucose level at the time of the report was 224 mg/dl. The customer also stated she had received a no delivery alarm when she attempted to bolus. Standard troubleshooting was performed. The insulin pump functioned as designed. The issue was due to an occlusion in the reservoir or infusion set. The product is not being returned. Nothing further was reported.